Event description:
It was reported to boston scientific corp that a passport urological balloon dilatation catheter was used in a ureteroscopy procedure. According to the complainant, after successfully completing the ureteroscopy, the physician was unable to completely deflate the balloon. A second attempt was made to deflate the balloon resulting in a small amount of liquid remaining in the balloon. The physician was able to successfully remove the balloon from the pt with no complications. The pt was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental manufacturer's report will be filed. (B)(4).